Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application displayed an error message on (B)(6) 2016. Patient was able to reinstall the application and it was working properly again. No injury or medical intervention was reported.